Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was received to boston scientific indicating that this rv lead continued to exhibit intermittently out-of-range impedance. In office follow-up, it was confirmed that the noise also evident was most likely normal muscle noise, appearing only on the shock channel. The boston scientific local area sales representative confirmed that no asystole had occurred and no therapy was given as a result of the noise oversensing. The noise could not be reproduced, but impedances did vary from 400 ohms to 1200 ohms and inbetween. Impedances did not ever exceed 2,000 ohms with the isometrics, but had previously occasionally spiked at 2,000 ohms or greater. Both this lead and the associated medical device remain actively in service.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit out-of-range pace impedance measurement, resulting in appropriate latitude red alert. There were no adverse patient effects associated with this clinical observation.